Event description:
Reportedly, 4 non sustained vf episodes were recorded in patient data. According to physician, noise was detected and not vf.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Patient files analysis confirmed the reported ventricular noise oversensing since (B)(6) 2022, without inappropriate therapy delivery. In some episodes, the observed oversensing led to the charge of capacitors. The origin of the observed noise could not be determined with certainty. It could result from electromagnetic interferences (emi) and/or myopotentials sensing.